Event description:
It was reported that during a stent graft procedure in the upper brachial artery via left subclavian artery, the stent was allegedly released and the head end of the stent failed to open and drifted to depth. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation . However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: x-ray videos were provided showing a stent graft in the thoracic aorta of the patient. Based on the footage incomplete expansion or migration of the placed stent could not be verified. The delivery system sample was returned for evaluation without the stent, which was placed in the patient. Based on the sample returned and x-ray footage provided no indications for a device deficiency could be identified. In this case the stent graft was intended to be placed to treat a thoracic aortic aneurysm, which represents an off label use. The reported stent migration is considered to be cascading event of the insufficient expansion. Based on the provided x-ray videos and the evaluation of the returned sample, the investigation is closed with inconclusive results. A definite root cause for the reported event could not be determined. The reported use of the device to treat thoracic aortic aneurysm is off-label. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instructions for use (IFU) states that potential complications may include, but are not limited to: stent graft collapse/compression; stent graft migration; stent graft misplacement or surgical intervention. Instructions for correct stent graft deployment were found to be described in the IFU. Regarding selection of the correct size of the stent graft the IFU states: "special care must be taken to ensure that the appropriate size fluency¿ plus vascular stent graft is selected prior to introduction. ¿ in order to ensure adequate wall apposition, slight oversizing of the stent graft with reference to the lumen diameter is recommended. Oversizing of the stent graft of more than 2 mm relative to the lumen diameter should be avoided. The reported use of the device to treat a thoracic aorta aneurysm represents an off-label use of the device. The IFU states: "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries" and "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft procedure in the upper brachial artery via left subclavian artery, the stent was allegedly released and the head end of the stent failed to open and drifted to depth. The procedure was completed by using another device. There was no reported patient injury.